Manufacturer narrative:
The customer reported that the autopulse platform (serial #: (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to a defective processor board, likely due to a normal wear and tear. The autopulse platform was manufactured in january 2010 and is over 11 years old, well beyond its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, a cracked front enclosure was observed. This type of physical damage found during visual inspection is characteristic of user mishandling such as a drop. The front enclosure needs to be replaced to address the issue. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. The root cause for the system error was due to a defective processor board. The defective processor board needs to be replaced to remedy the fault. Waiting for customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the customer reported that the autopulse platform (serial #: (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.